Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records for lot. No pattern related to irradication dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation device. A nurse emailed to report, "patient managed to get a pin site infection and the device had to be removed early. He did however still achieve a result that the physician was very pleased with. We have now come up with a pin site care instructions for patients..."

Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records for lot. No pattern related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation device. A nurse emailed to report, "patient managed to get a pin site infection and the device had to be removed early. He did however still achieve a result that the physician was very pleased with. We have now come up with a pin site care instructions for patients..."